Event description:
It was reported that the cannulated headed reamer is dull. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the cannulated headed reamer is dull. The reported event was confirmed as the visual evaluation revealed that the cutting edge is caved and dull. Further the laser marks are slightly faded. The most likely cause for the reported failure is wear and tear.